Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the experienced hyperglycemia. The customer¿s blood glucose value was over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. The auto mode feature was not active at the time of reported event. The customer reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level of 800 mg/dl. The customer was treated with intravenous fluid, 5 liters everyday, iron transfusion. Customer also reported other event such as difficulty in breathing, headache and flu. Customer reported that the insulin pump received insulin flow block alarm and the insulin exited the tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.